Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, the 980 ventilator generated a message indicating that a short self test (sst) was required. The device was available for evaluation. A review of the ventilator logs indicates the ventilator entered into backup ventilation at the time of the event and, subsequent to the patient being removed from the ventilator, the extended self test (est) failed. Service personnel (sp) inspected the unit, found the safety valve was open, and reviewed logs and found the expiratory pressure autozero offset failure message. During troubleshooting, the extended self test (est) failed, and sp replaced the exhalation valve assembly (eva) and exhalation module cable. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. Although reported sst was required, a review of the logs indicates ¿est was required¿. The ventilator was in this state due to the previously detected expiratory pressure autozero offset failure, also recorded in the logs. One exhalation module cable was returned to medtronic for analysis. The returned component was visually inspected and functionally tested with no malfunction or product deficiency observed. One eva was returned to medtronic for analysis. Visual inspection of the returned eva found no anomalies. The eva was attached to the failure investigation test ventilator for analysis. During testing, calibrations failed with the onscreen message "exp pressure autozero offset failed". On further inspection, it was found that the pressure sensor ps1 on the exhalation sensor printed circuit board assembly (pcba) of the eva was faulty. If a failure of the ps1 occurs while in use on a patient, the ventilator response would be backup ventilation (buv) to the patient. The cause of the event was the faulty ps1 pressure sensor on the exhalation sensor pcba of the eva. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient the 980 ventilator generated a message indicating that a extended self test (est) was required. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.